Event description:
It was reported that the handpiece has been overheating. The drill was sent in by a sales rep for repair. There was no reported pt or user injury. No additional info is available.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with the drive shaft and bearings, which were each replaced along with other components as part of preventive maintenance. Service did a clean, lube, and adjustment, and the handpiece was repaired and returned to the customer.